Event description:
Physician was attempting to use an abre self-expanding stent during the procedure along with non-medtronic 9fr sheath, 0.035" guidewire and an ivc filter in place for embolic protection during procedure. Thee was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. Balloon inflation difficulties was reported with device slow to deflate at the lesion site, the balloon was a it was an atlas 14x40 from bard. Deflation issue noted during subsequent inflation and it was ballooned again. The lesion was pre dilated with a 14x40 device. The device passed through a previously deployed stent. There was no resistance encountered when advancing the device. It was reported that the new tech felt a lot of resistance when trying to deflate the balloon. Balloon was removed and a piece of potential stent was attached to balloon. Got a new balloon and post dilated again. No vessel damage.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image analysis four images were provided for evaluation. Three cine images and one still image was provided. In the three cine images you can see two stents. It was reported that the abre device did pass through a previously deployed stent hence why we can see two stents in the images. No damage can be observed to the stent in the still image. Image fourth is a still image. The still image is of a non medtronic balloon. The balloon is covered in biologics. You can see a string like material wrapped around the balloon and extending on to the surface. The balloon material appears to be pulled back proximally on its self and the string like material that can be observed, appears to be material from the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.